Manufacturer narrative:
The device has been returned and evaluated by product analysis on 1/06/2017 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. The pump history showed that the pump was delivering the programmed basal rate until 10/14/2016. The pump was powered off and insulin delivery was never resumed when the pump powered up. During visual inspection of the pump, it was observed that the battery compartment was cracked. The battery cap was not returned with the pump and a test cap was used to complete the investigation. The test battery cap was undamaged and was able to fit to the pump and maintain an electrical connection. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump¿s electrical current draws measured within specifications. The pump¿s cover was removed and no intermittent conditions were found to the printed circuit board or to the cgm module. The investigation was unable to duplicate the original ¿short battery life¿ complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.